Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed at the y multi connector of a prismaflex st100 set during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6, h11. The actual device was not received for evaluation, however, a photograph of the sample was provided for evaluation. The photograph showed a leak from the y priming accessory. The reported condition was verified. The cause of the condition was determined to be due to misuse. Y priming accessory during treatment is a user error and an off-label use. The access and return line of the set must be directly connected to the patient catheter (i.e. Without any device between the line and the catheter) via the male luer connector of the line. The use of additional devices may impair pressure monitoring. Per the instruction in the prismaflex graphical user interphase (gui), the y-line/connector used for priming of the prismaflex set must be removed prior to connecting the patient; the access and return lines are to be connected directly to the catheter. Thus, the use of the y-connector during treatment is considered use error. The following is written in the prismaflex operator¿s manual: ¿do not connect additional devices between the return line and the blood access device¿ and specifies that ¿the use of additional devices, such as three-way valves, stopcocks, or extension lines, may impair return pressure monitoring. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.